Event description:
The customer observed false reactive cmv igg results while using the architect i2000sr analyzer. The customer provided the following information: initial >250.00 au/ml (flagged result), retest (1:10 dilution) 8.0 au/ml and 12.8 au/ml it was indicated the specimen was yellow in color and cloudy. The specimen was centrifuged and tested undiluted generating a result of 0.8 au/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a field service representative (fsr) review, service history review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. The fsr completed troubleshooting of the instrument. This involved part replacements per normal troubleshooting procedures, which resolved the issue. A service history review found no additional discrepant patient result complaints have been documented for the instrument in question was serviced and the valve, manifold kit was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.